Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.